Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial left hip arthroplasty on (B)(6) 2009. Patient received a cortisone injection on an unknown date due to pain. Subsequently, the patient was revised on (B)(6) 2014 due to elevated metal ion levels, pain and heterotopic ossification. Operative notes received reported that no metallosis or tissue staining were noted.